Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues related to the finished good lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. Six (6) device history records were reviewed. There were no non conformances issued for these lots nor suture component lots. Inflammation/reaction, is a known risk with any suture material. The most probable root cause for post operative inflammation/reaction can not be determined with certainty based on the information provided. (B)(4).

Event description:
It was reported big problems with healing phenomena probably ischemic necrosis that required for a patient a general anesthesia for debridement of the necrotic area. Allergic reaction reported. (B)(4).